Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a heart ablation on friday and since saturday their patient programmer would not work. The patient reported they were seeing a power on reset (por) error message on their patient programmer. There were no falls or trauma reported related to the issue. The patient was redirected to their healthcare provider to have the por cleared. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that on (B)(6) 2019 they had their ins reset by a manufacturer representative in their healthcare provider's office to resolve the por.